Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. With limited information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient is having deteriorating vision in the left eye after an uneventful lasik procedure. The physician is planning on retreating the patient. Additional information received states the patient is using topical tear drops, topical steroid drops, and topical antibiotic drops. The patient will be seen in follow up at a later date and at this time there is no further plan to retreat the patient. It is unknown what is causing the deteriorating vision.